Manufacturer narrative:
The referenced previous vad exchange was reported on medwatch MFR report # 2916596-2016-02434. The patient's death will be reported in a forthcoming medwatch MFR report under (B)(6). (B)(4). Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient¿s power levels on his heartmate ii were slightly elevated the prior week. The patient had been seen in clinic and was found to have a lactate dehydrogenase (ldh) of 1766 u/l and creatinine from 1.63 mg/dl to 2.21 mg/dl as well as bilirubin of 01.5 mg/dl. The patient was admitted to cardiovascular intensive care unit (cvicu) and started on heparin before switching over to bivalirudin on (B)(6) 2018 due to continued elevation of ldh. The patient¿s inr goal was 2-3 but the patient's inr was 1.6 on (B)(6) 2018 from 2.8 on (B)(6) 2018. A ramp study or a computed tomography (CT) scan were not performed. The patient's vad log files were submitted for review. The manufacturer¿s technical service representative reviewed log files dated 07feb2018 to (B)(6) 2018 and observed a slight increase of power and decrease of the average pulsitility index (pi) over time. The parameters are within the normal limits. It looks like the patient is sleeping while on battery at times. Additionally, the patient was scheduled to have a pump exchange on (B)(6) 2018. The patient had undergone a previous pump exchange on (B)(6) 2016. No additional information was provided.